Event description:
It was reported that a patient underwent a blephoplasty procedure on an unknown date and suture was used. The patient experienced a severe allergic reaction that required the patient to undergo a second surgery. Additional information has bee requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.